Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ·the operation time was no extension and there was no effect on the patient. The following information was requested, but unavailable: ¿ did the needle break or did the needle separated from the suture? =>unk ¿ when did the issue occur (found in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify =>unk a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During surgery the needle at the swage part was broken. It has been confirmed that no pieces were left inside the patient. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested